Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was last week the patient noticed their handset was not charging. The patient put the handset into a different outlet and a different adapter but that did not resolve the issue. The patient did not have another usb-c cord to try. Yesterday the patient was having really bad pain and last night it was really bad in their left arm. Patient noted their implantable neurostimulator (ins) had not done as well as it was supposed to since they got it. Patient noted their entire arm was zinging and moving. When they would increase therapy. During call patient plug the usb-c cord into the adapter without the micro usb plugged in but it was still not recharging. Pt verified no damage to the usb-c cord. The issue was not resolved. A request was sent to the repair department to replace the cord.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the bad pain in the left arm and entire arm zinging and moving, is not resolved yet. Self administering attempts of changing program, is not working. They were satisfied with the trial but when ins was implanted on april 21 and it was activated on 2nd may. They are still in a lot of pain.